Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Further root cause could not be determined.

Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, physio-control observed that the device would not provide shock, when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and observed that the device would not provide shock. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, physio-control observed that the device would not provide shock, when attempted. There was no patient use associated with the reported event.